Event description:
The facility reported an infusion pump with a failure code 812:05 on channel b. The failure was reported to have occurred during patient use. The hospital representative stated that there was no patient injury or medical intervention necessary. No additional information available.

Manufacturer narrative:
Evaluation summary: evaluation of the device was completed by the baxter repair technician. The customer reported failure code 812:05 on channel b which was reported to occur during patient use was not confirmed, nor duplicated. The device was tested and returned to the customer.